Event description:
Customer reports obtaining results of 25mg/dl and 200mg/dl within seconds on the same device. No action was reportedly taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.